Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported being hospitalized on (B)(6) 2015 for their high blood glucose. Customer's blood glucose was 260 mg/dl at the time of admission. The customer reported experiencing ketones and dehydration from their blood glucose. Customer was wearing the insulin pump at the time of hospitalization. The customer was treated for their dehydration and was released from the hospital. Customer also reported experiencing no delivery alarms. The customer stated they had inserted their infusion set incorrectly. Customer was unable to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.